Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: locking: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent a dtoo surgery with a low bend distal tibia plate. After the surgery, on (B)(6) 2024, a removal surgery was performed. During the removal surgery, it was found that all 9 locking screw heads were broken off around the center of the head, not at the neck of the screw. One cortical screw was also broken off around the center of the shaft. Although a rescue set had been prepared, the surgeon seemed not aware of those breakages in advance, and the surgeon attempted to use an airtome to remove the remaining part of the screw head that joined to the plate, but had difficulty. Therefore, the broken screws were left in the patient¿s body as they were, and the surgeon completed the removal surgery successfully within 30 minutes delay. This report involves one unk - screws: locking: trauma. This is report 4 of 10 for (B)(4).